Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a s3 alarm was confirmed via visual analysis and testing of the returned unit. The centrimag 2nd generation primary console (serial #: (B)(6)) was returned and evaluated at the service depot and a log file was downloaded. The downloaded log file from the returned unit contained events spanning approximately 8 days ((B)(6) 2023 - (B)(6) 2023, (B)(6) 2023 per the timestamp). The log file captured intermittent atypical s3 alarm active beginning on (B)(6) 2023 at 8:58:06 due to a sf_sps_fan_speed sub fault flag. The alarm was muted and cleared several times and was active for the last time on (B)(6) 2023 at 10:04:27. Pump speed was not affected by the alarm. During testing, an s3 alarm was observed, confirming the reported event. The unit was dissected, revealing that the inside of the unit was extremely dusty. Upon further inspection, it was found that the fan assembly was not functioning properly and was deemed suspect and dust surrounded the assembly. The fan assembly was replaced with a new working assembly and dust was cleared from the unit, which resolved the event. The console was then functionally tested and passed all steps. The fan assembly was then returned to product performance engineering (ppe) for further analysis. During ppe testing, the fan assembly was placed in a known working test fixture and the reported event was unable to be reproduced during testing. The unit operated on a mock loop for an extended period of time without any issues or atypical alarms active. The root cause of the reported event could not be conclusively determined through this analysis; however, a damaged fan assembly and excess dust being inside the unit could have contributed to the reported event. The device history records were reviewed for the centrimag 2nd generation primary console (serial #: (B)(6)) and the console was found to pass all manufacturing and qa specifications. The 2nd generation centrimag system operating manual section 4 entitled "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual section 10 entitled "emergency and troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section a: the site was unable to provide patient information. Manufacturer¿s investigation conclusion: the reported event of a s3 alarm was unable to be confirmed. The centrimag 2nd generation primary console (serial #: (B)(6) was not returned for analysis. Additional provided information communicated on 03nov2023 stated that no additional information was able to be provided. The root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed for the centrimag 2nd generation primary console (serial #: (B)(6) and the console was found to pass all manufacturing and qa specifications. The 2nd generation centrimag system operating manual section 4 entitled "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual section 10 entitled "emergency and troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that an error code s3 occurred while in-use on a patient. The centrimag (cmag) console was powered off and on and error code s3 reoccurred. Motor: MFR # 3003306248-2023-07183.